Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during spanning plate surgery, when placing 2.7mm distal screws, the head of two (2) screws split. It was reported the physician affirms that this occurred without exerting force. The screws were left implanted as they could not be removed. It was reported this was inconvenient as they could not replace these screws with other screws. Further information received indicated the plate used during the surgery was part number 7006-1170n-s with batch/lot number 571877. The 2.7mm locking screws used during surgery are indicated below- only one of these 2.7mm screws broke/split. Quantity 1 x part number 30-0328, quantity 1 x part number 30-0325, quantity 1 x part number 30-0326. The 2.7mm non-locking screw used in the surgery is indicated below. This screw also broke/split: quantity 1 x part number 30-0345. No adverse patient consequences were reported. This report is related to report number 3025141-2023-00421, 3025141-2023-00423, 3025141-2023-00424, and 3025141-2023-00425 for the other devices involved in this event.